Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized. It is unknown if the patient was hospitalized. It is unknown if a peritoneal effluent culture was performed. Treatment for peritonitis is unknown. The cause of the peritonitis was unknown. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.